Event description:
The er320 was used during a laparoscopic cholecystectomy. It was reported the jaws of the device were stiff and the clips were not forming. A new er320 was opened to complete the case. There was no consequence to the pt.